Event description:
A pump declared an altitude alarm was reported by the customer. There was no adverse impact on the customer¿s blood glucose level. The customer replaced the cartridge to resolve the issue, and the pump resumed normal operation after receiving preventive tips for altitude alarms from technical support.